Event description:
It was reported that during a sigmoidectomy procedure, the instrument could not be fired because the adjusting knob did not close the anvil. It was changed for an device and the procedure could be finished without problems. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the cdh29 device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the adjusting knob worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.